Event description:
Info rec'd via complaint form is indicated as follows: important leakage during the use of the flexiseal. Impossibility to inflate the cuff to it's maximum (45 cc) to avoid leakage thereby increasing skin irritation on the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. An email request has been sent to obtain add'l info to include the following: if product was replaced or reinserted? If user required any type of medical treatment? Where on the product is the issue? (Details need to be filled in on complaint form) and if the product was used for treatment or diagnosis. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.